Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous device. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous device. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was carrying a box at one shock and walking for another inappropriate shock. After the first inappropriate shock the sensing vector was reprogrammed from the primary vector to the secondary sensing vector. After the last shock, the sensing vector was reprogrammed to the alternate vector and the smart pass feature was programmed back on. An x-ray was done, and it looked okay. Technical services discussed some options with the clinic. There were no additional adverse patient effects. The system remains implanted.